Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the pump case was cracked and that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/09/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings:visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. Evidence of moisture contamination was found inside the battery compartment and on the underside of the battery cap. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture was found inside the pump.